Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the return of diarrhea and the air was fecal incontinence and baseline irritable bowel syndrome. Fiber and imodium were added as an action to resolve the issues, but the diarrhea and not having sensation every time had not been resolved. The patient further mentioned that it just happens and it was not related to stress or diet. The indicated that the number of lomotil was increased from 2-3 pills per day to 4-5.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was having a return of diarrhea (pt stated she had been implanted for her colon) and also a new symptom of "air" which the patient described as "some were huge balloons of air that go through the rectum. Patient stated the air was odorless but made loud embarrassing noises and their body rumbles." Patient stated that they had a hernia operation last year so they were not allowed to have caffeine or eat lettuce so they were not sure what could be causing the issue. Patient mentioned that they had increased their stimulation in (B)(6) 2017 by 2 points from 1.4 or 1.5 to 1.7 and felt stimulation then did not feel stimulation as their body got used to it so she then increased again in (B)(6) when they started having the above symptoms. It was reviewed that increase might help improve bowel symptoms however air was new symptom and device was not indicated to help with air and redirected patient to doctor. Patient reported that their saw their general practitioner doctor about it today and the doctor didn't have any idea about it or the device. Patient stated that they were trying to increase the stimulation because their body got used to the sensation and they didn't feel it anymore and they thought that maybe the increase would help with their diarrhea and the "air". Pt mentioned stimulation was on 2.9v and they did not know how it got to that level and they could not get it lowered down. Patient was able to lower stimulation during call. Patient reviewed since patient was not getting symptom control. Patient might want to increase stimulation until they felt stimulation. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.